Manufacturer narrative:
(B)(4).

Event description:
The patient had a "bubble" over the spine. The patient underwent surgery (B)(6) 2010; spinal fluid was noted. The patient had a cerebrospinal fluid leak. There was nothing wrong with the catheter. Since the surgery, the patient was more spastic and the pump medication was increased 20%. The patient also felt the pump "kind of" moved. The patient experienced a headache and hypotension. In early (B)(6) 2011, the "bubble" re-appeared. It was located near the catheter pathway. The bubble came and went.